Event description:
The following article has been reviewed: title: multicenter bronchoscopic assessment of multifocal peripheral pulmonary nodules: the multibranch study free r bhargava doi: https://doi.org/10.1093/ajrccm/aamag162.3392. The aim of this study is to present the procedural characteristics, safety, diagnostic yield, and use of linear endobronchial ultrasound (ebus) staging in patients with multifocal pulmonary nodules biopsied under a single anesthesia event. Between 11/2019 - 8/2025, a total of 191 patients undergoing rab biopsy of multifocal peripheral pulmonary lesions and lymph node assessment using monarch systems. This report is being submitted for the following reported complications: reported complications are n=14; pneumothorax treatment: 4 patients requiring tube thoracostomy n=3; transient hypoxia. Treatment: not mentioned. N=3; outpatient-managed bronchitis treatment: not mentioned. N=7; unspecified complications treatment: required unplanned admission.